Manufacturer narrative:
Summary of evaluation: the result of the eval performed suggest the event was not attributed to the device.

Event description:
The dall miles product allegedly failed in the pt's left leg, causing injuries.